Manufacturer narrative:
The device was returned for evaluation. The unit was received with the torque screw threads from the mayfield 2 swivel adaptor broken off in the skull clamp base. The device history record showed no abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. Complaint event confirmed as the device received did not meet functional test. Root cause is unknown, however the most likely reason for broken threads is device was cross threaded due to wear and tear.

Event description:
An analyst reported on behalf of the customer that the torque screw of the a3018 mayfield composite series swivel adaptor had broken off in the skull clamp base. The date of the event was unknown. No information was provided regarding patient contact, injury or surgery delay. Additional information was received on (B)(6) 2018 indicating that the issue occurred on (B)(6) 2018 during a c3-4, c5-6 posterior foraminotomies procedure. The patient was not harmed; just that the mayfield did not loosen. The surgeon also noted that the part that locked on the patient¿s head slipped and it would not stay locked. Additional information received on (B)(6) 2018 indicating that the torque screw on the swivel adapter was stuck and wouldn¿t loosen, it got broken after it came down to the biomed department.